Manufacturer narrative:
Additional narrative: (B)(4) - used for dural tear. Device is an implant and was implanted (B)(6) 2015 and has not been reported as explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon tried to suture the dura as much as he can, then he added a sealant.

Event description:
Device report from synthes (B)(4) reports an event in united (B)(6) as follows: it was reported that the surgeon has decided to use t-pal with viper 2 system with a pipeline retractor as a minimally invasive case l2-l3. He inserted the implant size 7mm as described above; but while removing the implant holder he found a difficulty to disengage the implant from the holder then he removed it aggressively that led to dura tear. The patient is now feeling muscle weakness. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Initial reporter: (B)(6). 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.